Manufacturer narrative:
It was reported that the complications described in the article were related to the tavi procedure and not to the endurant. It was said the aaa had been treated well. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received the following literature article entitled; ¿don¿t trust the imaging necrotic bowel following transcatheter aortic valve replacement through aortic stent graft¿. Arsalan abu-much, md, israel m. Barbash, md, victor guetta, md, amit segev, md, paul fefer, md, shlomi matetzky, md, noam nissan, md, phd, elad maor, md, phd jacc: case reports, vol. 2, no. 15. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an unknown size aaa on an unknown date. It was reported the patient returned for a tavr procedure due to severe aortic stenosis that had been diagnosed 8 months previously. It was reported the tavr procedure was successful apart from a new left bundle branch block, but otherwise, the patient was clinically and hemodynamically stable and reported no pain. It was reported the patient experienced mild lower back pain during post-operative recovery. Cta showed no evidence of aortic dissection, retroperitoneal bleeding, or occlusion in abdominopelvic aortic branches, but it did show a new splenic infarct. The patient was treated conservatively by rehydration and analgesics. The following day the patient experienced abdominal pain on the right side. The patient was taken for a laparotomy which revealed a small necrotic bowel and a gangrenous gallbladder. The patient underwent cholecystectomy with small bowel resection of 1-m length, and diverting ileostomy. It was considered that the aortic stent graft could have contributed to the increased embolic risk because the delivery of the valve system in retrograde fashion through the stent graft could have dislodged existing mural thrombus and tissue debris although the cta suggested the cause of the event was due to non occlusive mesenteric ischemia no additional clinical sequalae were reported and the patient will be monitored.